Manufacturer narrative:
H.6. Investigation: bd received 12 samples for investigation. The 12 samples were visually inspected with no defects being identified. No photos were provided. 5 customer samples were sent to the chemistry lab for titration. All tubes met specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes clotting occurred with samples. This occurred on 3 separate occasions, however, the impact to patients is unknown. The following information was provided by the initial reporter: (1 of 3 complaints) three different tubes drawn by three different phlebotomists from three different sites. The tubes were clotted. Customer states that proper mixing and handling was followed.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes clotting occurred with samples. This occurred on 3 separate occasions, however, the impact to patients is unknown. The following information was provided by the initial reporter: (1 of 3 complaints). Three different tubes drawn by three different phlebotomists from three different sites. The tubes were clotted. Customer states that proper mixing and handling was followed.